Event description:
A zoll pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report the monitor was constant resetting and that it displayed service codes 204 and 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4) is currently underway. The reported problem (code 204, code 107, and constant resets) are being investigated. Upon receipt, the monitor would reset when connected to an electrode belt. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the damaged monitor. The pt was issued a replacement monitor.